Manufacturer narrative:
The customer indicated that the devices were discarded.

Event description:
General report received of a separation. The tubing extension sets were attached to unspecified primary tubing set. After unspecified lengths of time, the extension sets "came apart" at the pre-piereced t connector. The tubing sets were replaced and the infusions resumed. There were no reported adverse pt effects. No medical interventions were required.